Event description:
The patient called in to make sure her order was in. While conversing with the patient, she stated that the paper tape she used, "her skin did not like it." When I asked her to clarify what she meant. The patient stated that it made her itch all over the place, and she could not wait to take it off. Looking into her new patient order, she received 16-5301-0 surgical tape on new patient delivery. Surgical tape is not on the patient's prescription. Paper tape is. The patient stated that the silk tape she received on her new patient delivery has not caused her to itch at all. Will create rga for surgical tape. No new order needed as the patient will continue to use the silk tape from her new patient delivery on (B)(6) 2026. A tech support specialist clarified that "the surgical tape that was sent to her on her initial new patient delivery caused her skin to itch. Clinic changed tape to paper tape from surgical tape. She also confirmed the (16-5301-0, micropore-surgical tape 1x10yds) tape is the product that caused the reaction". "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".